Event description:
It was reported that the patient had difficulty communicating with their device. The patient used the antenna lock feature and a "power on reset" indication appeared on the recharger, which led to a normal recharging session. The patient had not felt stimulation for approximately three weeks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).